Event description:
It was reported to st. Jude medical that the device could not be interrogated. It was noted that the pt had 41 radiation treatments. The device has not been shielded during these treatments. Both microprocessor and hardware resets were tried but were unsuccessful. The decision was made to explant the device.